Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button and unclearable e8 error messages. Therefore, all the buttons do not react on pressure.

Event description:
Reporter stated the buttons on the infusion device stopped functioning. She replaced the battery, and the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.